Event description:
The customer reported the ventilator failed pre-operational extended self testing (est) due to a crossover circuit fault. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Failure of the crossover solenoid as noted may result in a volume loss during use in normal ventilation operation. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised evaluation of the three station solenoid to address the reported problem. The biomedical engineer provided follow-up information and reported the three station solenoid was replaced but est failed the same test. The biomedical engineer reported replacement of the oxygen motor controller pcb board resolved the reported problem. The biomedical engineer reported est passed.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.